Event description:
Patient had a non union of distal radius dorsal tilt with shortening.patient underwent surgery in 2006 and received a udr set.it was noted that the plate broke on february 16, 2006 and patient received a revision operation in 2006.